Manufacturer narrative:
(B)(4). Date sent: 7/21/2025. B3: exact event date unk, entered 1/1/2021 as only the year was provided. D4: batch # u95e0l. An analysis of the product could not be performed since a physical sample was not received for evaluation. Manufacturing record evaluation was performed for the finished #plee60a, with lot/batch #u95e0l, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic roux-en-y gastric bypass reversal procedure. The surgeon performed the procedure using two staplers ¿ an ¿ethicon 60 blue linear stapler and a covidien orvil eea dst series circular stapler.¿ the medical records provided indicate complete donuts after firing. 3 days later, patient was re-admitted and underwent a laparoscopy with abdominal washout and jp drain insertion to treat an anastomotic leak at the gastrogastrostomy juncture. The operative note states ¿the anterior portion of it, approximately 50% of it, had come apart and was a gaping hole. The tissue on either side appeared to be healthy.¿ the surgeon elected to suture the anastomosis. The patient continued to experience pain, peritonitis, and deterioration. On post operative day four, she was brought back to the operating room for another laparotomy with intraabdominal washout and drain insertion and required post op care in the ICU for 7 days. The surgeon reported ¿murky appearing fluid but no significant gross contamination.¿ the anastomotic region was inspected and the surgeon found no evidence of ongoing leakage. The event caused or contributed to a serious injury. There were patient consequences: post op leak, drain placement.

Manufacturer narrative:
(B)(4). Date sent: 8/13/2025. Additional information was requested and the following was obtained: 44-year-old patient. During a reversal roux-en-y gastric bypass, a white and blue reload were used in the procedure. A harmonic and circular stapler were also used during the procedure. There was no evidence of bleeding and no evidence of any bubbling or leaks. Three days post-op the anastomotic leak occurred. The patient returned to the hospital and was admitted with abdominal pain. At assessment the patient was had sepsis, peritonitis, tachycardia, hypotension, and free air in the peritonitis. Patient was brought back to the or and was given antibiotics. A leak into the abdomen occurred in all 4 quadrants. The issue was identified on the gg anastomosis. This was done with an orvil stapler, and the anterior portion of it, approx. 50% of it had come apart. The issue itself appeared to be related to the stapler itself. The ring still appeared to be healthy so the surgeon sutured to control the leak.